Event description:
User was in the hospital and being transported to the emergency room in an invacare chair wheelchair. The left rear wheel came off the chair user fell backwards onto the floor and suffered herniated disks as result.